Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition, xience xpedition sv, and xience xpedition ll everolimus eluting coronary stent system electronic instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, de novo, 99% stenosed lesion in the mid circumflex. The lesion was pre-dilated with a 1.5 x 12 mm, 2.5 x 15 mm and a 2.75 x 18 mm balloon catheter and the xience xpedition 2.75 x 23 mm was implanted. An edge dissection was observed and another xience xpedition was deployed to cover the dissection. There was no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.